Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the device left the patient with continual chronic pain. The patient believed that the body was rejecting the mesh as a result of design flaws using a petro-chemical based plastic product. It was reported that the characteristics of device is that it contracts and shrinks into a ball or becomes brittle. It was reported that the device was stitched all the way around the patient's abdominal wall, it is constantly being pulled in, causing the patient unbearable pain. Additional information has been requested.